Event description:
It was reported "according to the report received from the hospital department, during a venous catheterization and stenting procedure, a complication occurred while withdrawing the guidewire. The guidewire became stuck, and upon removal, the internal metallic strand of the wire detached and pierced the operator's finger." The device was removed and replaced. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn (B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "according to the report received from the hospital department, during a venous catheterization and stenting procedure, a complication occurred while withdrawing the guidewire. The guidewire became stuck, and upon removal, the internal metallic strand of the wire detached and pierced the operator's finger." The device was removed and replaced. There was no medical intervention required. The patient's current condition is reported as "fine".